Event description:
It was reported that the patient controlled analgesia (pca) pump signaled that the dilaudid infusion was nearing the end of total volume available, however the 30ml syringe started on (B)(6) 2020 at 4:17pm still had 27ml volume left to be infused. The patient's pain was not well controlled with pca only, and bolus doses were given for pain management. The pump was replaced, and the device was sent to biomed where it failed the plunger force accuracy test. Although requested, further information was not provided.

Manufacturer narrative:
The report of the pca failing the plunger force accuracy test was confirmed. An external and internal inspection of the customer¿s pca module observed the source device with dried fluid ingress on the barrel clamp. Both iui connector contact pins were observed dull. The internal split nuts exhibited significant thread wear. Review of the event logs identified entries between (B)(6) 2020 and (B)(6) 2020, indicating the logs were overwritten as a result of continued use. Consequently, the logs from the time of the alleged event were not available for this investigation. Initial functional testing produced a channel error, displaying syringe calibration required when the unit was powered on. Asm plunger force accuracy testing failed, leading to inspection of the internal split nuts, which displayed significant thread wear. Non-conforming split nuts were replaced with good known parts, which resulted in the unit operating as intended. Subsequent testing showed the pca module passing the calibration and preventive maintenance tasks in asm, which resolved the syringe calibration channel error initially displayed. The probable cause of the under infusion is the combination of a damaged split nut assembly, and the failure of the software to recognize that the syringe plunger was not moving, which generated a system alarm when in ¿pca only¿ mode. Device history: review of the source pca module s/n (B)(6) service history record showed that the device was manufactured on 12/30/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records opened for the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, further information was not provided.

Event description:
It was reported that the patient controlled analgesia (pca) pump signaled that the dilaudid infusion was nearing the end of total volume available, however the 30ml syringe started on (B)(6) 2020 at 4:17pm still had 27ml volume left to be infused. The patient's pain was not well controlled with pca only, and bolus doses were given for pain management. The pump was replaced, and the device was sent to biomed where it failed the plunger force accuracy test. Although requested, further information was not provided.